Event description:
Healthcare professional (hcp) reported injecting patient in the cheeks with skinvive by juvéderm. About eight months later, the patient got non-device related "strep infection" or "an illness which lasted several days. Their main symptom was sore throat and the covid test was negative." One week after that, the patient experienced dozens of hard nodules at the injection sites and ¿their face blew up.¿ the patient was treated with antibiotics and after one week of prednisone the nodules soften, but they came back abruptly once they ¿stopped¿ treatment. The patient was treated again with prednisone at 20 mg daily and plans to do a slow taper. Additionally, the patient was treated with doxycycline. The patient has noticed an improvement. The hcp is seeking treatment guidance. Symptoms are ongoing. This is the same event and the same patient reported under emdr-43695. This emdr is being submitted for the serious injury.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.